Event description:
The procedure was coil embolization for the aneurysm of ic-pc. The vessel characteristics were unk. Leakage was observed from the syringe connecting tube when the 6th coil (orbit complex fill 6mmx15cm) was inserted. The syringe was changed to other new product, and the procedure was completed successfully without any pt injury. All the products were undamaged after removal from the package. All the products were stored and prep per IFU. After the event occurred, the same coil system was able to be detached with the new syringe. After the syringe was disconnected, no other damages noticed on the device.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.